Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: no pump reboot events were observed in the pump's black box history. The returned battery cap secured to the pump and maintained an electrical connection. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture were found inside the pump. The display was found to be dim, faded, and discolored.